Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high pacing thresholds and oversensing and the left ventricular (lv) lead exhibited high pacing thresholds. Both leads were surgically abandoned and replaced. No additional adverse patient effects were reported.